Event description:
Per the clinic, the patient experienced discomfort and redness at the abutment site. Subsequently, the patient was treated with topical antibiotics twice a day for 10 days (date not reported).